Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort (described as inconsistent shocking sensation) at the ipg site while charging. The patient stopped charging the device for about 4 months. In turn, the ipg was unable to establish communication with the external devices and was deemed inoperable. A manufacturer representative confirmed the issue. Surgical intervention may be taken at a later date to address the issue.